Event description:
It was reported that a patient had passed away but the cause of death was unknown. The patient's mother had found the patient deceased in the morning about a week ago. No other relevant information has been received to date.